Manufacturer narrative:
Review of lot 15351983 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Twenty seven units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15351983. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the DHR, there is no indication of a design or manufacturing related issue, therefore, no corrective action is required.

Event description:
The 6f .070 3 drc sh 100cm guide had a "hole in the side due to a fold in it." The physician inserted the catheter and noticed blood flowing out the guide, noticing that there was a fold. There was no patient injury reported and no additional details are available. The product was discarded and will not be returned.